Manufacturer narrative:
(B)(4). Upon follow up, it was reported the antibiotic course was completed, the patient had recovered from peritonitis and the fluid was clear. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with fortum injection (1 gram for fifteen days, intraperitoneally, frequency not reported), amikacin injection (250 milligrams for fifteen days, route and frequency not reported), and vancomycin injection (2 grams, route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.